Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was received for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the depot technician assessment found that the fans inside the xenon lightsource were not working, the outer casing of the lamp was melted, the power entry module was damaged along with the control board, the top trim and standby button. The fan harness, lamp, power entry module, control board, top trim and the standby membrane has been replaced to correct these issues. Root cause analysis: the returned xenon lightsource was in used condition with damage to the fan harness, preventing fan function. Fan failure would lead to overheating and melting damage. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) overheats and smells burnt. In addition, the internal fans were not working. It is unknown under which circumstance this event occurred; however, no patient injury, death or surgical delay was reported.